Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. Rite test earth leakage failure that was encountered was confirmed with an assignable cause of a faulty ac power switch.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.